Manufacturer narrative:
(B)(4): connecting link.

Event description:
It was reported by service report that the jack could not pump up due to detached pump pedal. No patient involvement or adverse consequences were reported.